Event description:
Procedure: colon resection. According to the reporter, the customer reports that the anvil did not tilt. The anastomosis was torn. The operator had to re-do the anastomosis (thread). The operating time was extended by four hours approx. The pt had a temporary ileostomy, and has been transferred to another hospital.